Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 223 mg/dl, 479 mg/dl, and 141 mg/dl. On (B)(6) 2015, the customer reportedly received the following results on the aviva system within 10 minutes: 116 mg/dl, and 235 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.